Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record determined the cutter failed the mesh test cut due to an incomplete cut. The cutter was worn; however, the repair was not completed because as cutters cannot be repaired ¿ returned to customer. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was producing an incomplete mesh. During inspection it was found that the item failed the mesh cut test. The living legacy foundation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure.